Event description:
It was reported by the patient that the previously working remote monitor did not respond when the start button was pressed. The monitor was successfully reset by unplugging and replugging in the power cord, and a manual transmission was able to be sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis on the monitor was performed. The monitor passed the bench power up and full debug mode tests and the debug test was verified. The final conclusion revealed no defects were found.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.